Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. No motor error alarm noted. The device had minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a motor error alarm and a button error alarm. The customer's blood glucose was 187 mg/dl. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The insulin pump has not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).